Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the internal carotid artery (ica) using a penumbra system red72 reperfusion catheter (red72), a penumbra system red 43 reperfusion catheter (red43), a benchmark bmx96 access system (bmx96), and a guidewire. It was noted that there was significant plaque and calcification within the vessels. During the procedure, the physician advanced the red72 to the target vessel and completed one pass. Next, while retracting the red72, the physician experienced resistance and noticed the red72 was stuck in the vessel. The physician retracted the red72 against resistance and subsequently fractured the red72. Therefore, the red72 was snared from the patient. The procedure was considered completed resulting in thrombolysis in cerebral infarction (tici) grade 2c. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed it was fractured. If the red72 is retracted against resistance, damage such as a fracture may occur. It was noted that there was a significant amount of plaque and calcification within the patient¿s vessels. The patient¿s anatomy likely contributed to resistance during retraction of the red72. Further evaluation revealed kinks and ovalizations along the catheter shaft. This damage was incidental to the complaint and likely occurred during retraction of the red72 against resistance and remove of the device with a snare. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.